Event description:
Reportedly, after powering on the subject device, display issues occurred.

Event description:
Reportedly, after powering on the subject device, display issues occurred.

Manufacturer narrative:
Please refer to the updated analysis report

Event description:
Reportedly, after powering on the subject device, display issues occurred.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20190702 - file-2019-01038 - analysis_and_closure_report_resp-2019-00948.pdf].

Event description:
Reportedly, after powering on the subject device, display issues occurred.

Manufacturer narrative:
This report contains the same information as the one provided in the initial report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.